Event description:
The hcp was unable to fill and unable to aspirate the pump reservoir. At the first pump refill, they were expecting 11.7 ml; they only aspirated several drops from pump. The hcp attempted to fill the pump on (B)(6) 2011 and got 26 ml into pump; he aspirated back and got 21 ml back. He then filled the pump again with that 21 ml. There was reported to be no depth issue. He felt the silicone rubber septum. The locked reservoir valve procedure was reviewed; he was still unable to fill the pump. X-rays showed the bellows as full; the hcp felt that the pump had 40 ml of drug. The hcp planned to program the pump with 40 ml as the volume and monitor the patient until the next refill. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).